Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive jejunal feeding tube was placed during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, one week after the procedure, the patient came into the emergency room since the tube had migrated up into the patient's throat. Reportedly, the physician had to remove the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.